Event description:
It was reported that sometime in (B)(6) 2015, a xience xpedition stent was successfully implanted in a coronary artery and the patient was started on aspirin and clopidogrel. Shortly thereafter, the patient began to experience intractable itching without a rash. Antihistamines were ineffective. The clopidogrel was changed to prasugrel without change in condition. Another medication, ruxolitinib, was started and resolved the itching. The cause of the itching was not known. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. There was no reported device malfunction and the product was not returned. The reported patient effect of hypersensitivity, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.